Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered inappropriate shock which exhausted therapy. Boston scientific technical services (ts) discussed programming options to mitigate the issue. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.